Event description:
The technician alleged that the brake casters are swiveling while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake hex rod, screw and brake casters to resolve the issue.